Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, the staff noted that the size listed on the chipboard box of the xience pro device was 3.0 x 28 mm. However, inside the box, the size listed on the sterile pouch of the xience pro device was a 2.5 x 28 mm size. The nurse stated that the chipboard box was untouched when she opened it. The device was not used on the patient. There was no patient involvement for the complaint device. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us. Evaluation summary: the device and packaging were returned for evaluation. The product mix-up was confirmed. In this case, there is no indication that the mix-up occurred during manufacturing of the products at abbott vascular. It is possible that the 2.5x28mm xience pro pouch/device was inadvertently placed in a 3.0x28mm xience pro chipboard box at the account, although this cannot be confirmed. Although the exact cause for the product mix-up cannot be determined, there is no indication of a manufacturing or product quality deficiency. A review of the lot history record for both lots revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for product mix-up reported from these lots. Based on the information reviewed, there is no indication of a product deficiency.